Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye on (B) (6) 2009. The lens was explanted due to excessive vaulting associated with elevated iop. The lens was exchanged for a shorter lens. See MFR # 2023826-2010-00369 for the other eye.

Manufacturer narrative:
(B) (4). (B) (4).